Event description:
Patient undergoing bilateral blepharoplasty. Physician using needle tip bovie for cauterization. Saw spark and candle like flame when working on fat pad of left upper eyelid. Drapes/towel caught fire. Patient's right cheek, chin, nostril opening, side of mouth burned. Small area of forehead also burned.